Manufacturer narrative:
H3: product analysis: product ID# 5030641; lot# 98rj optical and microscopic examination of the implant returned for analysis identified deformation at the inserter mating face and threads are damaged. This is consistent with significant impact during attempted implantation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having acdf at c4/5. It was reported that the screw thread on the cage side was deformed. After the product was attached to the inserter, it was inserted using a hammer inside the body. At that time, only the inserter rotated and could not be properly grasped. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the inserters had poor grip. All the movements in the joint area were bad for the cage, instrument shaft and inserter.

Manufacturer narrative:
B5: additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the inner shaft and the handle were well-fit.